Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an unspecified illness. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an unspecified illness. The patient was hospitalized for three days with a terrible cough. The reported event and its severity were reviewed by the manufacturer's clinical expert. Based on information available at this time, there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. There is insufficient information related to device use and maintenance, timeline of events, relevant past medical history, and medical intervention information. Upon repeated attempts to have the device and components returned for evaluation and investigation, the customer responded that the affected devices were not available for return to phillips. Section h6 health effect - clinical code has been corrected and type of investigation, investigation findings and investigation conclusions have been updated.